Event description:
During a percutaneous coronary intervention (pci), the stent dislodged off of the stent delivery system (sds). The target lesion was reported to be a long left anterior descending (lad) artery lesion. The physician had difficulty accessing the lesion and while attempting to withdraw the sds back into the guiding catheter, the stent dislodged. The proximal end of the stent was reported to have been flared out. The dislodged stent migrated to the left peroneal artery in the pt's left calf. The physician used a balloon to crush the stent into the wall of the vessel. There were no associated problems reported with the flow, or the pt's leg in relation to the stent deployment. The pt will continue to be monitored. Additional information has been requested.